Event description:
The stent was deployed too distal towards the svc and missed the lesion, stent appeared to have good wall opposition. Following placement a wall stent at the lesion site and viewing fluoroscopy imaging smart stent was identified as missing.